Event description:
The output level of the device went down to zero during use without any setting changes. No problem had been found in a pre-purchase demonstration conducted under the same conditions. No surgical delay or harm to the patient was reported.

Manufacturer narrative:
Device was returned for evaluation. Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the unit as received was fully functional. The rf output as within specifications. No updates needed. Unit was tested numerous times. No failures were observed. This problem was duplicated at low line voltage (approximately 84 vac). Note: problems possibly due to low line voltage. A DHR review was performed and no anomalies were noted during the manufacturing process. Fix: retested unit. Unit passed on final acceptance test. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.